Event description:
On (B)(6) 2012, the patient's spouse contacted animas and reported that the patient had been hospitalized with a diagnosis of dka 2 weeks prior. The reporter informed customer support that she was out of town at the time of the event and knew very little regarding what happened. The patient's spouse was only able to confirm that the patient's blood glucose was in the 500mg/dl range and he was diagnosed with dka. At the time the call, the reporter did not have the subject pump available for review. The reporter was advised that the patient call customer support to review and troubleshoot the pump. The patient's spouse mentioned to customer support that the patient's basal rate(s) were lowered by his healthcare team several weeks ago. It is not known how soon after the adjustments to the patient's basal rate were made that the patient developed the high blood glucose excursion. Customer support made several attempts to reach the patient to review/troubleshoot subject pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.